Manufacturer narrative:
When the device was received at cardioquip, an hpc test was conducted on the suspect device and the results came back exceeding cardioquip's specifications, confirming bacterial contamination. The device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Event description:
The customer reached out to cardioquip via email with pictures of the internal tubing of this device, and asked whether or not these devices would be recommended for an internal water pathway replacement. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive an internal water pathway replacement due to the brown discoloration of the internal tubing.

Event description:
The customer reached out to cardioquip via email with pictures of the internal tubing of this device, and asked whether or not these devices would be recommended for an internal water pathway replacement. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive an internal water pathway replacement due to the brown discoloration of the internal tubing.

Manufacturer narrative:
Photos of tubing were sent to cardioquip epidemiology by a customer via email. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was formally notified of the potential contamination, recommendation, and provided a quote for the repair via email on (B)(6)2023. The customer is currently working with cardioquip to send the device in for repair.